Event description:
The customer reported that the inner tube of the catheter was separated from the outer tube after using it for a while. It was unable to rotate even when the valve was not stuck or being pulled. There was no patient harm or injury.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single device. A close visual examination of the mdu revealed that the wire broke at the end of the strain relief while in position two (the ready to use or engaged position), indicating that the wire likely broke during use. The distal tip of the wire was found to have dried biomatter on it and the customer's report seems to indicate that the wire got caught on a valve. The complaint has been confirmed and the cause has been attributed to the patient's anatomy. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.